Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged data alert malfunction could not be confirmed due to being unable to perform a data log review due to the battery issue reported under mfg report # 3013756811-2021-125776.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was 300 mg/dl. Reportedly, customer continued using pump for insulin therapy.